Event description:
Baxter corporate product surveillance received notification of a medwatch regarding a clearlink solution set with stopcocks in which a separation occurred at the distal end of the 3 stopcocks and the tubing closest to the patient. This resulted in a small amount of blood loss. The alleged defect occurred about 10-15 minutes after the infusion of normal saline began on a patient. There were no reports of patient injury, adverse events or medical intervention related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found.